Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the device was not returned for evaluation, one video was provided for review. The video shows the catheter attached to the port and the port was flushed with the syringe attached to a needle. Upon infusion, leak was noted at the catheter near the cathlock. The needle used for infusion in the provided video is against the IFU which states that only non-coring needle must be used for infusion through septum. Therefore, the investigation is confirmed for the reported leak and the identified improper procedure issues. Although the definitive root cause for the reported leak issue could not be determined based upon available information, the root cause for the identified improper procedure issue is user related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in left internal jugular vein, the leakage of fluid was allegedly found from the catheter to the latch when the catheter was connected to the port for patency testing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in left internal jugular vein, the leakage of fluid was allegedly found from the catheter to the latch when the catheter was connected to the port for patency testing. The procedure was completed using another device. There was no reported patient injury.